Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 49353 were returned and analyzed. The data files showed at least 2 applications were performed with balloon catheter 2af284 with lot number 47420 on the date of the event without any issues. Also, the data files showed 10 applications were performed with balloon catheter 2af284 with lot number 49353 on the date of the event without any issues. System notice (B)(4) ¿fluid detection in catheter¿ was confirmed on the date of the event. Visual inspection of the balloon catheter, 2af284 with lot number 49353, showed the device was intact with no apparent issues. The catheter failed the performance test due to triggering of system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿. Dissection / pressure testing showed a guide wire lumen kink at 1.34 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheters were returned subsequently tested out of specification per the manufacturer's investigation.